Event description:
No additional info.

Manufacturer narrative:
Three samples and two photos of 10ml luer-lok syringes were received by bd. A quality engineer was able to examine the samples and photos regarding item 301029. Three loose samples were received in canaan, were misplaced and cannot be located. Both photos show three loose syringes, with one close-up image focused on the stopper area. All three syringes show an unknown blue tip attached and a white substance between the ribs of the stopper. Ftir analysis was performed and confirms the substance to be silicone used in the manufacturing process. The condition observed is acceptable per product specification. Silicone is applied as a spray of particles to the inside of the barrel. It is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. It is possible certain conditions outside the manufacturing environment contributed to the attachment of silicone to the stopper as observed in the photos. No corrective action is required at this time. Batches 0084897, 0127987, & 1005797 are considered in compliance with our product specification requirements. A device history record review was completed for the provided lot numbers 0084897, 0127987, and 1005797 showing no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: recently they received a report from a customer about 10ml syringes, article number 301029. Batches consists of the following: 0084897, 0127987 and 1005797. In 3 syringes, a substance between the 2 layers of the black rubber stopper of the plunger was observed. (See attached photo). It does not resemble silicone oil, or the liquid filled into the syringe. The customer emptied the syringes himself.

Manufacturer narrative:
D.4. Other lot numbers include 0084897 and 0127987 and other expiration date includes 2025-04-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2020-05-06.